Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the door stops were adjusted to resolve the reported issue. Additionally, the hand switch of the system was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the will not fully close automatically. When the door is closed, there is a message indicating that the door is open. The sides are squeezed in order to clear the message. This has been happening with every case. There was no patient involvement. Medtronic received information that the hand switch of the imaging system had normal wear and tear as the cable was stretched from regular use. Additionally, it was noted that the door switches were suspected to have been misaligned at the factory.